Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the (B)(6) registry stating: found unresponsive by daughter disconnected from power based unit with labored breathing. She reconnected him to cpu and began CPR and ems activated. Glucose normal at time of event. Vad interrogation confirms period of no flow and no power. The patient remained ongoing on the lvad for approximately 6 months until he underwent a routine transplant on (B)(6) 2012. The pump was not returned to the manufacturer.

Manufacturer narrative:
The reported pump stoppage was confirmed based on the evaluation of a system controller log file that was submitted to the manufacturer. The log file showed normal pump operation and captured no atypical alarms until low speed, low battery, and low flow hazard alarms were active and pump speed, power, and estimated flow values were at 0. A time stamp reset occurred, indicating a complete loss of power to the system controller. Power was restored approximately 56 minutes prior to the log file being saved. Following the pump stoppage, the remainder of the log file contained no notable events or alarms. The evaluation of the log file could not determine how long the system was without power. It was reported that the patient remained ongoing on the lvad for approximately 6 months until receiving a routine heart transplant on (B)(6) 2012. The pump was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 21 days. The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.